Manufacturer narrative:
Product event summary # product ID# d224vrc, the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Implantable defibrillation lead product ID: 694765, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Event description:
An implantable cardio-verter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately one month post implant of the ICD, approximately 4 years ago.